Manufacturer narrative:
The device has not been evaluated yet for investigation purpose.once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On the rosa planning laptop, the field service engineer (fse) was able to connect to and pull images from pacs when I open iq-view in the maintenance mode. The images are there in the temporary folder when the fse looked for them, so there is no doubt that she is actually able to connect to pacs with the laptop. However, when the fse opened the rosa software and tried to create a new patient folder and pull images from pacs, she was unable to even launch the iqview software and receive the error that the function is unavailable. Therefore, there seems to be an issue with the rosa software actually connecting with iqview.

Event description:
On the rosa planning laptop, the field service engineer (fse) was able to connect to and pull images from pacs when I open iq-view in the maintenance mode. The images are there in the temporary folder when the fse looked for them, so there is no doubt that she is actually able to connect to pacs with the laptop. However, when the fse opened the rosa software and tried to create a new patient folder and pull images from pacs, she was unable to even launch the iqview software and receive the error that the function is unavailable. Therefore, there seems to be an issue with the rosa software actually connecting with iqview.

Manufacturer narrative:
(B)(4). It was reported that it was impossible to use iq-view software on the device. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, the event was caused by an incorrect setting of iq-view during manufacturing. The setting of iq-view was corrected and it was possible to use pacs. A review of qms support processes such as capas/fscas/quality holds/ncs was performed and this determined that a non-conformity was already opened for the same type of issue. A training was provided to manufacturing technicians.